Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Additionally, healthcare professional reported left side "any creases". Device has been explanted.

Manufacturer narrative:
Additional data: h.3, h.6. Device evaluation: visual analysis of the returned device identified: voids in the gel, cloudy in the gel, deformation and weight to the spec. Overweight is not considered a defect because during manufacturing it meets the weight specification according to the drawing. No other observation observed in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.7., d.10., h.3., h.6.

Event description:
Additionally, healthcare professional reported left side "any creases". Device has been explanted.